Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, the implantable cardiac defibrillator exhibited t-wave oversensing. No intervention was reported. The patient was in good condition.